Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional (hcp) reported the patient had many persistent utis before implantation; they were chronic problems for her. The utis were related to the patient's underlying urinary dysfunction but the device had reduced the utis. The uti was not related to the device/therapy and the device had helped.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported feeling stimulation "quite powerfully" on the left side of the vagina which caused the patient a lot of discomfort. This occurred since implant. The patient reportedly could not get stimulation adjusted to the right side despite making adjustments herself. It was noted that the patient lost stimulation sensation after a few minutes when adjusting stimulation. Additional information received from the patient in response to follow-up reported the device was reprogrammed. The patient had the device set too high and the manufacturing representative (rep) lowered the settings and the pain went away. The rep spent time going over the directions with the patient and the patient did not have any problems ever since. The uncomfortable stimulation and discomfort resolved. Additional information received from the patient in response to follow-up reviewed that programming was high and the patient essentially panicked because of the pain level. The patient had met with a manufacturer representative (rep) and it was turned off and they started all over. It was at 1.4 at the time and was doing well. The issue was resolved. The patient continued to have a bladder infection which causes a lot of pain at times but they had not turned the device off. They believed that, at times without infections and pain, the urgency and frequency were improved. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional follow-up was performed to determine if the bladder infection was a preexisting condition and if it was related to the device/therapy.